Manufacturer narrative:
Unfortunately, the patient has elected to keep the plate and has not made it available to the manufacturer for evaluation. The manufacturing and inspection records have been reviewed and no discrepancies were found. X-rays and photographs of the plate have been reviewed and the surgeon was contacted. Unfortunately, no firm conclusions can be drawn regarding the root cause of the plate fracture however, it is worth noting the patient had a previous pseudoarthrosis and as such, could be prone to non-unions and the resultant instability could be the likely cause of the fracture. This patient was initially treated on (B)(6) 2011 and experienced a fracture through the center holes of the plate. The patient had developed a pseudoarthrosis and this was believed to be the contributory cause of the fracture. The manufacturing and inspection records of that plate were reviewed and no discrepancies noted. The plate was sent to an independent laboratory for evaluation and there were no material defects found. Patient will not release the part.

Event description:
Pyrenees plate broke through the center holes approximately 21 months post-operatively. Patient has been revised and is reported to have had a bit of instability/pseudoarthrosis at the time of revision.